Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device had a bent comb. No harm or delay was reported as it relates to this event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the comb was bent and was replaced which resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.